Manufacturer narrative:
This report is for unknown cancellous screws. Part and lot numbers are unknown; UDI number is unknown. There are multiple unknown dates of implantation between 1992 and 1996 complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: kennedy, j.g. Et al (2003), outcome after single technique ankle arthrodesis in patients with rheumatoid arthritis, clinical orthopaedics and related research, vol. 412 (412), pages 131-138, doi: 10.1097/01.blo.0000071755.41516.a0 (USA). The aim of this study is to evaluate the outcome of a modified wagner ankle arthrodesis done on patients with similar diseases during a 4-year period. Between 1992 to 1996, a total of 17 patients (4 male and 13 female) with a mean age of 56 years (range, 32-81 years) underwent ankle arthrodesis. Surgery was performed using a three 6.5-mm partially threaded cancellous ao screws. The mean time to follow-up was 3 years 10 months (range, 2 years 1 months¿6 years 4 months). The following complications were reported as follows: 1 patient scored fair according to moran score. 2 patients had poor outcome according to moran score. 12 patients scored fair according to mazur score. 4 patients had a poor outcome according to mazur score. 2 patients noticed an increase in foot and knee pain that limited their walking distance. 2 patients had superficial wound infections which resolved without additional sequelae on oral antibiotics. 1 patient had deep wound infection associated with a pseudarthrosis, and had the screw removed and received several courses of antibiotic therapy. To date, no evidence of solid union is apparent despite the use of an external compression clamp, and the deep infection persists. A (B)(6)-year-old female patient had non-infected pseudarthrosis. At 12 months follow-up there was a little evidence of talocrural trabeculation and the patient was asymptomatic. The patient subsequently achieved full union after insertion of a transcutaneal pin. A (B)(6)-year-old female patient had screw removal secondary to recalcitrant pain. The two lateral malleolar screws caused discomfort and were quite superficial to the skin. Concern with wound breakdown secondary to venous insufficiency in addition to continuing pain prompted removal of the screws. This report is for an unknown synthes cancellous screws. This complaint involves three (3) devices. This report is for two (2) unknown cancellous screws this impacted product captures the reported (B)(6)-year-old female patient who had two lateral malleolar screws that caused discomfort and were quite superficial to the skin. This is report 3 of 3 for (B)(4).